Event description:
(8/8, reference (B)(4) for related complaints) (documenting pump serial number (B)(4)) per email: one of the 200 plus pumps that customer had failed prematurely on a patient. The biomedical technician believes they sent that one out for inspection back to smiths medical and were told that the clutch was worn out. The customer needs the clutches on these 7 pumps inspected to be able to determine if this is a manufacturing defect or an issue with the users wearing out the clutch early by pulling on the syringe holder without releasing the clutch properly. Oracle ro (B)(4): syringe not moving; needs to have the clutch checked for premature wear. Additional information received via email from customer on 09-feb-2022 and attached by ICU medical in complaint: none of these failed while on a patient. We have additional pumps that need service, so I will send a complete list later today. They need to be inspected for premature wear and tear on the clutches in addition to the repairs. No patients were included besides the initial one that was sent out a while ago and handled. Additional information received via email from customer on 21-feb-2022 and attached by ICU medical in complaint: here is the current list of pumps that need to be sent for repair with their various issues, and they need to have all their clutches inspected. Attributes updated and the eighth complaint created for the last pump. (B)(4): needs to have the clutch checked for premature wear. (B)(4): needs to have the clutch checked for premature wear. (B)(4): will not calibrate; needs to have the clutch checked for premature wear. (B)(4): needs new mainboard; needs to have the clutch checked for premature wear. (B)(4): cracked screen; needs to have the clutch checked for premature wear. (B)(4): syringe not in place error; needs to have the clutch checked for premature wear.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed right plunger case had cracking. Review of the event history log showed an occurrence of "check clutch plunger lever." Functional testing included occlusion testing to verify syringe not moving and premature wear of the clutches. The investigation found that the syringe was moving as programmed and there were no issues with the clutches. The investigation determined that the "check clutch plunger lever" found in the event history log was due to the customer manipulating the plunger assembly during the infusion. The investigation found that the device was operating as intended. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
It was reported that the syringe was not moving and the pump needed to have the clutch checked for premature wear. No patient involvement.